Event description:
It was reported that during gastric sleeve procedure the fired the device and it stopped in the middle of the firing and would not restart. It had partially fired on the tissue. The device would not open using the manual override and was locked out. It is not know how the device was removed at this time however the note stated that there was no patient consequence. They used no buttressing and the type of reload was unknown. No other information was provided to the rep at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.